Event description:
The pt was being fed using a pump. Pt's parent reported 948 ml of a diluted enteral feeding solution was hung, and the pump was set to deliver 75 ml/hr. 500ml were delivered in 2 hours. There was no illness, injury or medical intervention resulting from the event. Rptr also stated the pump would function okay for a few days, then go "haywire" with all sorts of alarms. Pump alarmed "cover open" and "low battery" on ac power. One pt involved.